Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number 8tllk2 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and loss of connection was found in the log within the investigation window, however the loss of connection is within expected performance for serial number 8tllk2. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.